Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system and confirmed that the system was not booting up and system continuously has to be rebooted. Fse found that flexvision pc would not boot up with the system. Fse helped customer to order the flexvision pc and customer replaced the flexvision pc by their own and no work performed by philips. After replacement of the flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported that the system was continuously rebooted. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.